Event description:
It was reported during remote follow up that the right ventricular lead exhibited oversensing due to noise. Programming changes were made and the lead will continue to be monitored. The patient was stable and asymptomatic.